Event description:
In 2002, the pt underwent a bilateral sacrospinous ligament suspension, cystoscopy and bilateral urethral stent placement. During the procedure the needle broke and was left in the uterosacral ligament. It was determined via medical consultations that the needle fragment should not be removed and it remains in the ligament. Reportedly, as a result, the pt has experienced infections, urinary stress incontinence, vaginal pain, leg pain, numbness in their buttocks, infected pelvic hematoma, numerous unspecified surgeries and inability to have sexual intercourse.